Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as a clenz and diluent leak of approximately 10ml. The leak was not contained. The customer reported that there were laser offset too high messages generated at the time of the leak. The operator was wearing lab coat, protective eyewear and gloves when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a leak from fitting (ff156) which is the vent tubing at vacuum chamber, vc26. He found that vc26 was overflowing and also observed a plug in the fitting which connects the tubing supplying 30psi to drain the chamber. The plugged was removed, resolving the leak. There were no error messages observed following service. The fse replaced tubing at vl53a, vl53b and vl51 along with verifying the operation of the waste lines for the reticulocyte and stain chambers as part of preventative maintenance. Identification of failure modes: failure mode is related to plug in fitting located at the vent tubing for vc26. No erroneous results were associated with this event. Upon recur the failure mode identified; it is likely to cause erroneous differential and reticulocyte results due to improper drain of chamber. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).